Event description:
It was reported that a patient had 50 percent or greater symptom reduction. The patient experienced loss of therapeutic effect and loss of stimulation and it was unknown if this was sudden or gradual. When asked if any troubleshooting, interventions, or other actions were taken to mitigate or resolve the event (e.g. MRI, x-ray, CT scan, surgery, reprogramming etc.), it was noted that all of the above were done. A date of (B)(4) 2014 was noted. It was also noted that no reprogramming was needed. The cause of the event was determined and was device related. The patient had the device placed in 2009 and the battery was found to be dead in august 2014. The patient also had a fractured lead. Both devices were replaced at the same time. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 3031a, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v248952, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead. (B)(4).